Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pelvic pain') in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis abnormal tissue growth on uterus wall lining"). In (B)(6) 2014, the patient experienced migraine ("migraines / headache"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal imbalance"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), haemorrhage ("hemorrhaging"), coagulopathy ("clotting") and pelvic discomfort ("discomfort") and was found to have neoplasm ("tissue growth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, migraine, haemorrhage, coagulopathy, neoplasm, menorrhagia, vaginal haemorrhage, endometriosis and pelvic discomfort outcome was unknown. The reporter considered coagulopathy, endometriosis, genital haemorrhage, haemorrhage, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure devices placed bilaterally with 1 coils visualized on the right side and 2 coils visualized on the left. The hysteroscope was removed and no bleeding observed. She tolerated the procedure well. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. Lot number: b02266 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: mr received. Case was upgraded to serious incident. Event pelvic pain was upgraded. Essure removal surgery and date was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pelvic pain') and device expulsion ('malposition of essure device location of device: extension into the uterus') in a 42-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("hemorrhaging"), coagulopathy ("clotting/ blood clotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis abnormal tissue growth on uterus wall lining") and pelvic discomfort ("discomfort"). In (B)(6) 2014, the patient experienced migraine ("migraines / headache"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal imbalance/ hormonal changes"). On (B)(6) 2020, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have neoplasm ("tissue growth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, hormone level abnormal, migraine, haemorrhage, coagulopathy, neoplasm, menorrhagia, vaginal haemorrhage, endometriosis and pelvic discomfort outcome was unknown. The reporter considered coagulopathy, device expulsion, endometriosis, genital haemorrhage, haemorrhage, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure devices placed bilaterally with 1 coils visualized on the right side and 2 coils visualized on the left. The hysteroscope was removed and no bleeding observed. She tolerated the procedure well. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: b02266, manufacture date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: pfs received. Event added: malposition of essure device location of device: extension into the uterus. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pelvic pain') and device expulsion ('malposition of essure device location of device: extension into the uterus') in a 42-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. In july 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)\clotting/ blood clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ haemorrhaging"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis abnormal tissue growth on uterus wall lining") and pelvic discomfort ("discomfort"). In (B)(6) 2014, the patient experienced migraine ("migraines / headache"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal imbalance/ hormonal changes"). On (B)(6) 2020, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have neoplasm ("tissue growth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding and vaginal haemorrhage had resolved and the device expulsion, hormone level abnormal, migraine, neoplasm, endometriosis and pelvic discomfort outcome was unknown. The reporter considered device expulsion, endometriosis, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, neoplasm, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure devices placed bilaterally with 1 coils visualized on the right side and 2 coils visualized on the left. The hysteroscope was removed and no bleeding observed. She tolerated the procedure well. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: b02266 manufacture date: 2013-02 expiration date: 2016-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: fu 12 & 13 were processed together. Medical record received. Reporters information were added. On (B)(6)2021: fu 12 & 13 were processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pelvic pain') and device expulsion ('malposition of essure device location of device: extension into the uterus') in a 42-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("hemorrhaging"), coagulopathy ("clotting/ blood clotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis abnormal tissue growth on uterus wall lining") and pelvic discomfort ("discomfort"). In (B)(6) 2014, the patient experienced migraine ("migraines / headache"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal imbalance/ hormonal changes"). On (B)(6) 2020, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have neoplasm ("tissue growth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, hormone level abnormal, migraine, haemorrhage, coagulopathy, neoplasm, menorrhagia, vaginal haemorrhage, endometriosis and pelvic discomfort outcome was unknown. The reporter considered coagulopathy, device expulsion, endometriosis, genital haemorrhage, haemorrhage, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure devices placed bilaterally with 1 coils visualized on the right side and 2 coils visualized on the left. The hysteroscope was removed and no bleeding observed. She tolerated the procedure well. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: b02266 manufacture date: 2013-02 expiration date: 2016-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pelvic pain') and device expulsion ('malposition of essure device location of device: extension into the uterus') in a 42-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)\clotting/ blood clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ haemorrhaging"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis abnormal tissue growth on uterus wall lining") and pelvic discomfort ("discomfort"). In (B)(6) 2014, the patient experienced migraine ("migraines / headache"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal imbalance/ hormonal changes"). On (B)(6) 2020, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have neoplasm ("tissue growth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the device expulsion, hormone level abnormal, migraine, neoplasm, endometriosis and pelvic discomfort outcome was unknown. The reporter considered device expulsion, endometriosis, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure devices placed bilaterally with 1 coils visualized on the right side and 2 coils visualized on the left. The hysteroscope was removed and no bleeding observed. She tolerated the procedure well. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: b02266 manufacture date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: pfs received outcome of events "pain and abnormal bleeding" were updated as recovered. Event hemorrhaging clubbed with vaginal hemorrhage. Event clotting/ blood clotting clubbed with menorrhagia. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.